Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the touchscreen became unresponsive and the pump time froze on the touchscreen and was incorrect. There was no impact to the customer's blood glucose level. It was indicated that the customer had lantus and novolog manual injections available for alternate insulin therapy.

Manufacturer narrative:
Device evaluation was completed and no failure was identified in regards to the alleged touchscreen issue.